Event description:
Ous MDR - after an implantation period of about 39 months, oversensing without inappropriate therapy was reported. The ICD and lead were replaced, but this lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead was found dissected upon receipt. Two parts of the lead were received. Approx. 3 cm of the lead body were not returned for analysis. The received lead fragments were extensively analyzed. The visual inspection demonstrated a damaged insulation at 32 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis of the ICD and the available lead fragments did not reveal any sign of a material or manufacturing problem.